Manufacturer narrative:
PMA/510(k) #: p100022/s001(B)(4)investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent deployment failure was reported on (B)(6) 2021.details of this complaint will be provided later.contralaeral approach was gained to treat severely calcified lesions in the distal and proximal of the right sfa.there were severe calcifications like stone in both proximal and distal of the sfa.poba was performed for both lesions and the lesions were inflated several times with using a high pressure balloon.after that, ptx 7x40 was placed in the distal lesion without problems.then the user tried to deploy the zisv6-35-125-8.0-80-ptx but he felt difficulty in deploying the stent.the user felt resistance from somewhere and it is unknown whether it was in the lesion or in the aorta part.when deploying the stent, the user retracted the whole system and managed to deploy and place the stent.after deploying the stent, the user tried to remove the delivery system from the body but it was not moved.therefore, the delivery system and the sheath(cordis's shathless pv) were removed together while remaining the wire guide in the body.another guiding catheter was inserted in the body and the procedure was completed after post-dilation with balloon.request from the customer-please find out what the metal thing in the picture is.((B)(4))patient outcome:there have been no adverse effects to the patient reported.patient/event info - notes: prefix ziv6-ptx/zisv6-ptx: are images of the device of procedure available? No image available the rep can ask if its needed. Was the approach ipsilateral or contralateral? Contralateral if contralateral, was the bifurcation angle tight? No was pre-dilation performed ahead of placement of the stent? Yes was post-dilation performed after the placement of the stent? Yes details of the wire guide used (name, diameter, hyrdophyllic)? Details of access sheath used (name, fr size, length)? Cordis's sheathless pv 6fr 55¿ was the device flushed before the procedure, as per IFU yes what was the target location for the stent? Sfa proximal was the patient's anatomy tortuous or calcified? Tortuosity:no calification:yes was resistance encountered when advancing the wire guide or delivery system to the target location? Unknown how did the physician deal with this resistance? Did the stent delivery system cross the target location? Yes deployment difficulty was the device flushed through the flushing port before the procedure, as per IFU? Yes was the stent fully deployed in the patient? Yes was the target site severely calcified? Yes calcification like stone was patient anatomy tortuous? No was pre dilatation conducted before stent deployment? Yes was the delivery system kinked or twisted during deployment? Unknown thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? Unknown thumbwheel only ¿ was the retraction sheet being held during deployment? Unknown

Manufacturer narrative:
PMA/510(k) #: p100022/s001. The zisv6-35-125-8.0-80-ptx device of lot number c1735427 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. On evaluation of the device the device could not be flushed. When depressing the syringe water could not be flushed through the delivery system how ever blood pushed into the syringe from the device. A 0.035-inch wire guide would not pass through the device. The red safety lock depressed on return. A metal wire that appears uncoiled was returned. Prior to distribution zisv6-35-125-8.0-80-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-8.0-80-ptx of lot number c1735427 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is or there is no evidence to suggest that there are any manufacturing issues associated with lot number c1735427. It should be noted that the instructions for usestates the following: ¿¿following stent deployment, if resistance is met during the withdrawal of the delivery system , carefully remove the delivery system and wire guide together as a unit.¿¿ ¿¿a 0.89mm (0.035 inch) wire guide should be used during tracking, deployment, and removal to ensure adequate support of the system. ¿¿ there is evidence to suggest the user did not follow the IFU. A definitive root cause could be attributed to the use of a non-recommended wire guide. It is possible that use of a non-recommended wire guide provided insufficient support during deployment and removal of the device. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR being submitted due to investigation completion on 24-sept-2021.